Manufacturer narrative:
The device was not received therefore no physical analysis of the product could be performed. The manufacturing batch number was not provided; therefore, we were unable to review the device history records to confirm that the device met all material, assembly and inspection and/or procedural factors impacted the event as reported. The product is not expspecifications prior to shipment. Based on the information received to date, it appears clinical ected to be returned for analysis. If additional information is received a follow-up medwatch report will be submitted. Product was disposed.

Event description:
During insertion on a safari wire a significant resistance during advancement was noticed, in the aorta ascendens, leading to wire accumulation in the aorta ascendens. Finally the valve could be advanced by pulling with extraordinary force on the wire and the valve was placed for deployment. Deployment showed to not be possible even with borderline acceptable rotation force on the control knob. When it was attempted to withdraw the valve, it was stuck on the wire and needed to be withdrawn en bloc with the wire. Outside the patient the wire could not be withdrawn from the lumen until the coil of the safari was cut off near the nosecone. The straight remainder was then withdrawn using a clamp. Then the wire lumen was tested for clearance with another wire and deemed fit for another try with a second safari. It was reported that the procedure was completed with a different device.